Manufacturer narrative:
D10: concomitant devices: (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. (B)(6), 186-01-56 - integrip cc, cluster 56mm,g3. (B)(6), 164-13-12 - novation element ro s/o col sz 12. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 83 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, premature, unnecessary revision surgery; tissue and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, type of investigation manufacturer narrative updated: the most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.